Event description:
Baxter india reported a female that developed peritonitis after reusing her minicaps. The patient was diagnosed with peritonitis in 2006. The effluent was cloudy. A cell count was performed and revealed 3000 white blood cells/ml. The patient was treated with fortaz 1g, intraperitoneal and vancomycin 1g, intraperitoneal for 5 doses. The patient is noted to have improved. No additional information is available.

Manufacturer narrative:
International affiliate was advised to ensure that proper procedures be reviewed with the home patient.